Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain two of three of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The care giver had cleared the alarm before troubleshooting could be performed. The technical services representative reviewed proper procedures with the customer. There was no patient injury or medical intervention reported. No additional information is available.